Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that on "(B)(6) 2015 patient was at the rehabilitation center and developed sight disorder and was brought to implanting center." It was stated that the sight disorder resolved and patient was transferred again to the rehab center." While back in the rehabilitation center on (B)(6) 2015, patient developed mental disorder (delirium, character changes, anomic aphasia and apraxia)." "Patient was hospitalized at implanting center." "After bleeding was excluded, heparin was given to maintain appropriate anticoagulation." It was stated by the physician that there were "no malfunctioning of the device as observed, and that there was "no relationship between the device and the event." "Patient was in hospital and mental changes are becoming slowly better." It was stated that patient was transferred to another hospital due to "ongoing neurological disabilities, mentally and cognitive nature." Log files were stated to have been sent in. No additional information provided. Investigation is ongoing.